Event description:
It was reported the single use preloaded sphincterotome v iron wire of the knife is broken. The issue occurred during an endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire was broken at proximal end site and damaged the coated portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.